Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet with a teflon infusion set on the abdomen, with continuous glucose monitor (cgm) reading ¿high¿ and a confirmatory glucometer value of 419 mg/dl, after an insulin occlusion alert and subsequent supply changes. The infusion set was later observed bent and detached during removal, and the issue resolved only after a full supply change, consistent with an infusion set occlusion involving the connector/coupler. Symptoms included hyperglycemia and tiredness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed obstruction of flow with a deformation problem localized to the connector/coupler of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.